Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was disconnected to the patient's evac/cass subglottic secretion management device. There was no patient harm.